Event description:
This will be filed to report device entrapment and a partial clip detachment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation regurgitation (mr) grade 3. The first clip (30306r1050) was advanced, however, the leaflets were unable to be grasped. Subsequently, the clip was removed and exchanged for an xtw clip (30309r3107). It was noted that after deployment of the xtw clip, the clip partially detached from the posterior leaflet and remained attached to the anterior leaflet. It was then observe the clip was caught in chordae. An additional clip was implanted to stabilize the clip and the procedure was concluded with a resulting mr of grade 1. There was no clinically significant delay in the procedure and no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported migration (partial clip movement) and entrapment of device (clip deployed with chordae inside of the clip) cannot be determined. Image resolution poor was related to procedural circumstances as imaging was reported to be difficult due to shadowing. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.